Event description:
It was reported that the patient presented via merlin.net transmission. Upon review of transmission, intermittent dropout due to r-wave variability and intermittent oversensing on the discrimination channel was observed. Programming changes were discussed with physician. The patient presented in-clinic for evaluation and device reprogramming. No additional information was available.